Manufacturer narrative:
The insulin pump unit received with a critical pump error, open book error and unable to download due to corroded electronic assembly. The motor assembly and battery tube found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the error number was not detected. The insulin pump will be returned for analysis.